Event description:
It was reported that pump touchscreen became increasingly unresponsive and eventually froze, preventing interaction with pump screen, although pump screen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, after which touchscreen responded normally and passed touchscreen test guided by technical support, and customer was advised to monitor pump and call back if issue occurred again.